Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call the battery was getting drained within two three days. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that she was putting new battery in the insulin pump and received a battery out limit alarm and the insulin pump had crack which starts from the corner of the screen and extended to the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.